Manufacturer narrative:
The lot number reported is the lot number in question. One test tube vial with a red lid was returned in a plastic bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. Visual inspection found what looks like a brown hair or fiber-like particle inside the test tube vial. The particulate has been sent to the vendor for additional evaluation. This investigation is on going.

Manufacturer narrative:
The vendor reviewed the device history records for all components and no anomalies were found. The production area was reviewed and there was no foreign matter observed on the product floor or in current inventory. The vendor cannot determine what the foreign matter is and where it derived from. The root cause can not be determined. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Correction to d4: UDI from (B)(4) to (B)(4).

Manufacturer narrative:
Two possible lot numbers were reported, however it is unknown which lot pertains to the reported event. The product is not available for return, however the foreign material is in the process of returning to the evaluation center. A review of the device history record of the first possible lot did not identify any anomalies or nonconformities that could be related to this event. The investigation of this event is in progress.

Event description:
A user facility in the united kingdom reported that an unknown specimen was found in the anterior chamber during phacoemulsification. The specimen was removed by aspiration and appears to be plastic. There was no reported patient impact.